Event description:
Account stated that they found the bed with the foot end in the low position, when the bed was last seen level at mid-height. There was no one in the room to activate the trendelenburg button. No injuries involved.

Manufacturer narrative:
Technician performed a function check and could not duplicate the problem. Technician replaced the control panel to resolve the issue.